Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to auto settings which affected the device longevity. Further analysis did not find any anomaly and battery was at end of life (eol) level. Longevity assessment was performed, and device had exceeded the expected longevity.

Event description:
During an in clinic follow up, it was noted the device had reached end of life. During the previous follow up a year prior the device was estimated to have a remaining longevity of 2.9 years. Premature battery depletion was suspected. Technical support was contacted and recommended device replacement. The device was explanted to resolve the event. The patient was stable.